Manufacturer narrative:
It was reported during pm that for the cardiosave( intra aortic balloon pump) unit would not calibrate the pressure transducers. No patient involvement. A getinge field service engineer (fse) troubleshoot and found the problem to be the atmospheric pressure transducer. Fse removed and replaced transducer assembled and perform transducer calibration. Pump was calibrated successfully. Also, fse performed a full pm per manufacture specifcations, unit has passed all test and calibrations and is now ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) is failing and not able to calibrate transducer/save constants offsets. There was no patient involvement.